Event description:
It was originally reported on (B)(6) 2014 that a screwdriver tip broke post-operatively. Additional information clarification further reported that the event occurred during revision surgery of a vectra plate system that was implanted for one level a few years ago then had an adjacent level breakdown. On an unknown date the surgeon performed another anterior cervical disc fusion with devices from another company, it was reported c5-6 were involved in the revision surgery. The only other information provided was that the vectra plates and screws removed were reported to be in fine condition. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date only reported as a few years ago. Required intervention of the revision due to adjacent disc breakdown. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.